Event description:
Customer reported that she had a seizure, lost balance and fell down the stairs. Customer stated that there was an emergency room visit for the seizure. Customer was wearing the pump at the time of emergency room visit. Customer was not sure if seizure was related to blood glucose or a car accident from several years ago. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.